Event description:
Caller reported a power source alert. The customer's blood glucose level did not exceed 500 mg/dl; the specific level was within normal range. The customer attempted to resolve the issue by using the tandem wall adapter and charging cable, and the pump began charging after these steps. No further assistance was required.